Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a fixation surgery at t10-pelvis using screws, set screws and rods. Post-op, on (B)(6) 2019, patient fell, due to which the rods slipped out of the screws and the set screws popped out. The patient also had some fractures in the sacrum region from the fall. It was believed that the flexion force from the fall caused the rods to slip and set screws to pop. A revision surgery was performed on (B)(6) 2019, in which the screws and the set screws were replaced with new ones. The rods were reused and were left implanted inside the patient. Current condition of the patient is good and is post one week with a successful revision.

Manufacturer narrative:
X-ray review results: post-op and intra-op revision x-rays for t2-iliac fusion were provided. By report, patient fell and on x-rays, the rods are out of the iliac screw heads necessitating revision. The rods at the lumbosacral junction have a lordotic contour and are somewhat short to the screw heads. If information is provided in the future, a supplemental report will be issued.